Event description:
A complaint was received regarding the firing mechanism on the customer's adc lancing device that stopped working and therefore unable to check his blood glucose. As a result, on (B)(6) 2022, the customer experienced shaking and had a seizure and was provided orange juice by a non-hcp while emergency services were called. The customer was brought to the hospital where they were provided intravenous medication for a diagnosis of hypoglycemia. No further information was provided. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and lancing device, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the firing mechanism on the customer's adc lancing device that stopped working and therefore unable to check his blood glucose. As a result, on (B)(6) 2022, the customer experienced shaking and had a seizure and was provided orange juice by a non-hcp while emergency services were called. The customer was brought to the hospital where they were provided intravenous medication for a diagnosis of hypoglycemia. No further information was provided. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the lancing device and no issues were observed. Observed no any visual or arming/firing mechanism device issue. Issue will not confirmed. All pertinent information available to abbott diabetes care has been submitted